Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was difficulty slitting the delivery catheter. A different delivery catheter was used to complete the procedure. No patient complications have been reported as a result of this event.